Event description:
Patient reported that on (B)(6) 2014 he tried to bolus but the display of the pump was completely blank. Patient stated none of the buttons worked. Patient reported he changed the battery and the pump has started normally. Patient stated he did not think the incident was due to an empty battery because the pump did not display any error before going into stand-by. Patient reported he checked the alarm memory and there weren't any battery alarms. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.